Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain and cramping / lower abdominal pain frequent severe"), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (dates: (B)(6) 2014, (B)(6) 2007, (B)(6) 2010), tonsillectomy, myringotomy, chlamydia recurrent and abortion (2). Previously administered products included for an unreported indication: iud nos from 2010 to 2012 and oral contraceptive nos. Concurrent conditions included overweight, smoker (½ packs per day), procedural bleeding, allergic rhinitis, malaise, fatigue, acute pharyngitis, acute upper respiratory tract infection, urinary urgency, dysmenorrhea, thoracic pain, cervicitis, vaginitis, insomnia, loss of energy, weight gain, libido decreased, depression, feeling irritated, concentration impaired, uti, interstitial nephritis acute, hematuria, lymphadenitis, vaginal discharge, urticaria, scabies (father), menometrorrhagia and adhd. Family history included cancer (maternal grandmother), diabetes (mothet) and high cholesterol. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2013 to 2014 for birth control, nuvaring from 2006 to 2013 for birth control and menstrual cycle management as well as axotal (fioricet), azithromycin (azithromycine), cefalexin (cephalexin) from (B)(6) 2015 to (B)(6) 2016, ciprofloxacin from (B)(6) 2016 to (B)(6) 2016, clonidine hydrochloride (clonidin), co-trimoxazole (bactrim), cyclobenzaprine, hydroxyzine embonate (hydroxyzine pamoate), ivermectin, loratadine, methylprednisolone from (B)(6) 2016 to (B)(6) 2016, metronidazole, naproxen, nitrofurantoin (macrodantin) from (B)(6) 2016 to (B)(6) 2016, obetrol (adderall) from (B)(6) 2014 to (B)(6) 2017, ofloxacin from (B)(6) 2016 to (B)(6) 2016, permethrin (nix) from (B)(6) 2014 to (B)(6) 2014, phrenilin (sedapap) from (B)(6) 2014 to (B)(6) 2015, prednisone, sertraline, sumatriptan (imitrex), topiramate, topiramate (topomax) and vicodin (hydrocodone w/acetaminophen) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain , genital haemorrhage (seriousness criteria medically significant and intervention required) and headache ("headaches"). In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally long menses / menorrhagia"), menstrual disorder ("abnormal menstrual bleeding"), migraine ("migraine headaches") and back pain ("severe lower back pain / lower back (frequent, severe)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and pain in extremity ("leg pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain, genital haemorrhage and migraine had resolved. At the time of the report, the abdominal pain lower, vaginal discharge, dysmenorrhoea, menorrhagia, menstrual disorder and back pain had resolved and the uterine haemorrhage, vaginal haemorrhage, headache and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: adhesion of the left uterosacral ligament to the posterior broad ligament. Essure coils within the fallopian tubes does not seem to be displaced or outside of the uterus. No lesions or masses seen on cystoscopy. Bilateral urethral jets present on cystoscopy. Brintellix started from (B)(6) 2015 to (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: fallopian tubes were fully occluded on (B)(6) 2014: hysterosalpingogram :total bilateral occlusion. The essure coils are in good position within the fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, dysmenorrhea, abnormal uterine bleeding . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical record received. Events abnormal bleeding, vaginal bleeding, headaches, pelvic pain, lower back pain, leg pain are added. Lab data updated. Concomitant condition and historical drug and concomitant drug are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain and cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally long menses"), menstrual disorder ("abnormal menstrual bleeding"), migraine ("migraine headaches") and back pain ("severe lower back pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal discharge, dysmenorrhoea, menorrhagia, menstrual disorder, migraine and back pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: fallopian tubes were fully occluded. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, and reported adverse events including severe lower abdominal pain and cramping. On (B)(6) 2016 the patient was treated with surgery ((total hysterectomy with bilateral salpingectomy) and essure was removed. Lower abdominal pain/chronic pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain and cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally long menses"), menstrual disorder ("abnormal menstrual bleeding"), migraine ("migraine headaches") and back pain ("severe lower back pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal discharge, dysmenorrhoea, menorrhagia, menstrual disorder, migraine and back pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: fallopian tubes were fully occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, and reported adverse events including severe lower abdominal pain and cramping. On (B)(6) 2016 the patient was treated with surgery ((total hysterectomy with bilateral salpingectomy) and essure was removed. Lower abdominal pain/chronic pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.